Manufacturer narrative:
(B)(4). Date sent: 08/02/2021. D4: batch # u5e39y. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and without reload present. The test reload unit cannot be forcibly installed into the channel, no functional test was performed as the reload could not be loaded acceptable into the device. Additional evaluation of the device revealed that the cause of the high installation force is related to the channel and reload interaction due to insufficient machining of the channel, this has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported by the sales rep that during a lung wedge resection with sales rep present, seasoned cvt tech struggled to load two diff gst60g reloads into cartridge channel. She made multiple attempts, neither would fit. We set aside device, and opened a 2nd stapler. Once again, she struggled to seat the 2 diff reloads. Looked and noted these devices were from same lot#u95c5c. Opened a 3rd stapler, diff lot#, and both reloads seated perfectly. 3rd device worked perfectly. Upon casual inspection, appeared as though metal channel wall may have been slightly deformed/bent inward on first 2 staplers. The case was delayed by five minutes with no patient consequences.